Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely "when the power button is pushed, it lights up. When it is released, the power turns off¿ occurred due to faulty main power switch harness. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the power button had failed and would not stay on was confirmed due to faulty main power switch harness and lamp life intensity output was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source, when the power button was pushed in it lit up and when it was released it shut off. The issue was found during preparation for use for an unknown procedure. There was a delay to the start of the procedure but no patient impact. The procedure was completed using a similar device. There were no reports of patient harm.